Event description:
I woke up at 4:00 am and noticed my insulin pump infusion set was disconnected from the infusion site. This is the second time that this has occurred so far in 2017. The medtronic quick-set paradigm infusion set was defective and detached by itself from the infusion site with minimal pressure. I reported the previous incident to medtronic (approximate date (B)(6) 2017, (B)(4)) and became concerned that it is a quality control issue when it happened again. I reported the incident to medtronic this morning at approximately 8:00 am and they offered replacement infusion sets. I requested a different type of infusion set as I no longer trust the quick-set due to the apparent quality control issues. I am concerned that they are not taking this seriously and it could cause significant harm if left uncorrected. (Ref: mmt - 397, lot: 5139908, date: 2019-02). Glucose test at 4:07 am was 394.